Event description:
Patient's mother contacted dexcom technical support on (B)(6) /2015 to report a missing sensor wire that occurred on (B)(6) 2015. Patient's mother stated that upon removal of the sensor pod, the sensor wire was not present. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).